Event description:
It was reported by end user that the drive motor is not functioning and brake assembly is not working on the tdxsp-cg power chair. End user has already contacted provider and they are working on chair. End user advised was getting left brake fault. End user advised provider suggested to replace both motors. End user advised provider told him motors are on back order and not sure when they will be in to repair his chair. End user advised has been without his chair for about five weeks. End user advised at someone else home and they were using a portable ramp and he went off the side and chair fell off with him in it two times. End user advised these incidents happened in (B)(6) 2014. End user advised when you first touch the joystick chair makes a loud noise and when brake releases makes a loud noise. End user advised was not injured.